Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, diaphragmatic stimulation, a pericardial effusion, and a cardiac perforation. The right ventricular (rv) lead exhibited loss of capture and was noted to be "outside of the heart shadow on computerized tomography (CT) scan. The lead was explanted and replaced. The patient was given heparin and anti-platelets the right atrial (ra) lead was noted to exhibited high thresholds. On x-ray, it was shown that the lead was straight with no slack in the atrium. During the explant of the rv lead, a stylet was used and the ra lead was given more slack at the time of the rv lead explant. The lead remains in use. No further patient complications have been reported as a result of this event.